Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. It was reported that the peritonitis may have been caused by patient breach in aseptic technique when handling he pd catheter (not a fresenius product).

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather it was stated the event was suspected that peritonitis was caused by patient breach in aseptic technique when handling the pd catheter (not a fresenius product). In additional follow-up, a pd nurse familiar with the patient confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which had growth of yeast (species not provided). The patient is being treated with unknown antibiotic therapy. Additionally, it was reported that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remined in the hospital at the time follow-up was performed. The pd nurse could not provide the exact cause of the suspected peritonitis. However, the nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather it was stated the event was suspected that peritonitis was caused by patient breach in aseptic technique when handling the pd catheter (not a fresenius product). In additional follow-up, a pd nurse familiar with the patient confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which had growth of yeast (species not provided). The patient is being treated with unknown antibiotic therapy. Additionally, it was reported that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The pd nurse could not provide the exact cause of the suspected peritonitis. However, the nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.